Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. The patient¿s pd culture was positive for growth of staphylococcus aureus, which is a bacterium normally found on human skin. Therefore, based on the available information, the peritonitis event can be attributed to patient breach in aseptic technique. Additionally, the patient¿s concomitant pneumonia was a community acquired infection and not related to fresenius products. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's contact reported that this patient on peritoneal dialysis (pd) therapy was hospitalized with a peritoneal infection and pneumonia. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the patient¿s pd nurse stated that on (B)(6) 2026 the patient was hospitalized with symptoms of shortness of breath (dyspnea). The nurse confirmed that the dyspnea did not occur during a pd treatment. While hospitalized, the patient had a pd culture obtained which grew the bacteria staphylococcus aureus. The patient was diagnosed with pneumonia and peritonitis. The patient was treated with intra-peritoneal (ip) antibiotic therapy utilizing vancomycin and cefepime (dosing not provided). The patient remained in the hospital and is reported to be recovering at the time follow-up was performed. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse stated that the peritonitis event was attributed to patient breach in aseptic technique. Furthermore, the nurse confirmed the pneumonia was not associated with fluid overload and was not related to product. The nurse stated the pneumonia was community acquired.